Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Poking gums [gingival injury]. Brush head keeps slipping off from the hand piece - oral-b [device breakage] . Case narrative: consumer via e-mail reported that the oral-b toothbrush head kept slipping off of the oral-b pro 3 3000 sensitive clean toothbrush hand piece during brushing causing them to poke themselves in the gums with the metal tip. No serious injury was reported. 18-oct-2023 follow up via picture: the suspect product lot number was 3 ca13950707. No serious injury was reported. 18-oct-2023 follow up via e-mail: the concomitant product was oral-b power oral care refills sensi ultrathin eb60. No serious injury was reported.

Event description:
Poking gums [gingival injury]. Brush head keeps slipping off from the hand piece - oral-b [device breakage]. Case narrative: consumer via e-mail reported that the oral-b toothbrush head kept slipping off of the oral-b pro 3 3000 sensitive clean toothbrush hand piece during brushing causing them to poke themselves in the gums with the metal tip. No serious injury was reported. 18-oct-2023 follow up via picture: the suspect product lot number was 3 ca13950707. No serious injury was reported. 18-oct-2023 follow up via e-mail: the concomitant product was oral-b power oral care refills sensi ultrathin eb60. No serious injury was reported. 04-jan-2024 case update: the concomitant product lot number was p3011. No serious injury was reported.

Manufacturer narrative:
21-feb-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.